Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported difficulty changing over pacing from a non-philips to a philips defibrillator. There was no pt impact.